Event description:
A nurse reported an explanted intraocular lens (iol) implant. The patient complained of a decrease in visual acuity. The lens was exchanged approximately three months following the initial procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. (B)(4).